Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was down, and issue happened during the planned of vascular procedure which was delay >20 minutes or discontinued and after restarting the system procedure completed. The philips field service engineer (fse) inspected the system onsite and confirmed that the customer was not powering down the iws computer properly, iws was slow/lagging due to hard shutdowns of the iws computer. To resolve this issue, the philips engineer defragmented, hard drive per nss and pc performance was improved, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It is reported to philips that when user steps on fluoro, it performs fluoro for a few seconds and then the system shuts off. The device was in clinical use at the time of the reported event. No harm was reported to philips.